Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the unit is received and evaluation is completed or in the event additional information becomes available a follow-up report will be submitted. The customer is not sure if there was any patient involvement. At this time the customer is waiting for this unit to be serviced and is unsure if the device will be available for evaluation (B)(4).

Event description:
Per the customer the vent alarmed circuit occlusion and the uim went dark. This facility uses ge services and the unit was evaluated by the ge representative and taken out of service by the representative. A carefusion sales representative was on site and found the problem and advised the customer to call in and report the unit so that the complaint can be submitted. The customer is not sure if the event occured on a patient or not.

Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and determined the issue was due to the fio2 not being accurate. The gas delivery engine was replaced and the unit placed back into service.